Manufacturer narrative:
It was reported that the fowler was bent and was disassembled/detached from the bed. Supplemental submitted as the investigation concluded that the fowler was stuck in the mid-height position due to damaged fowler limit switch, damaged fowler ball screw assembly, bent fowler link and bent fowler weldment. A visual and functional inspection was allegedly performed by lead biomed technician of (B)(4).

Event description:
It was reported via repair work order that the fowler was stuck in the mid-height position due to damaged fowler limit switch, damaged fowler ball screw assembly, bent fowler link and bent fowler weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was bent and was disassembled/detached from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.